Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2004. A left hip revision procedure was performed on (B)(6) 2011 due to debris-related osteolysis, and pathologic fracture. A second revision occurred on left hip (B)(6) 2012 due to recurrent dislocation. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to osteolysis, pathologic fracture of the femur and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. The pathologic fracture was reconstructed utilizing packed bone graft. The revision procedure that took place on (B)(6) 2012 was due to dislocation. The operative notes confirm the liner and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records and to correct the implant date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same event (reference 0001825034-2013-01402 / 01405.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on (B)(6) 2003. Patient underwent a left total hip on (B)(6) 2004. A subsequent revision on left hip was performed on (B)(6) 2011 due to debris-related osteolysis, and pathologic fracture. A second revision occurred on left hip on (B)(6) 2012 due to recurrent dislocation. No further information has been provided.